Event description:
A customer from (B)(6) alleged that he received a false high glucose reading from his brio meter, took insulin and became hypoglycemic. It's not known if the customer was hospitalized or what type of treatment he received. The customer returned his meter and test strips to the bayer branch in (B)(4). A control test was performed and a result of 21.6 mmol/l was received. The normal control range was 4.6-6.8 mmol/l. The products are to be returned to the us for eval.